Manufacturer narrative:
The reported event was unable to implant. A complete lead was returned in one piece. Visual examination and electrical testing of the lead were normal with no anomalies with the exception of procedural damage.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the right ventricular (rv) lead was unable to be re-positioned and placed in the target area. The rv lead was not used and replaced. The patient experienced no consequences.